Event description:
Patient was revised to address elevated labs. (Right hip).

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to elevated labs, it is now alleged that the patient suffers from pain, discomfort, and difficulty ambulating. The doi was also provided - (B)(4) 2010. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 5/14/2014 - pfs and medical records received. After review of the medical records the revision operative note didn't indicate any metallosis or psuedotumors from the high ion levels. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address elevated labs. Update 11/19/2012 - litigation papers received. In addition to elevated labs, it is now alleged that the patient suffers from pain, discomfort, and difficulty ambulating. The doi was also provided - (B)(6) 2010. There is no new additional information that would affect the investigation. Update 3/11/2013- litigation papers received. It is alleged that the patient suffers from a feeling that the hip will give out. The doi was also provided. There is no new additional information that would affect the investigation. Doi: (B)(6) 2010 update rec'd 5/14/2014¿ pfs and medical records received. After review of the medical records the revision operative note didn¿t indicate any metallosis or pseudotumors from the high ion levels. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/12/2014. Doi: unk - dor: (B)(6) 2012 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.